Event description:
The patient reported multiple hospitalizations over the past two years including a recent hospitalization between (B)(6) 2011 for diabetic ketoacidosis (dka). The patient stated that she had nausea and vomiting but was unable to recall any blood glucose (bg) readings related to this hospitalization; the patient stated that she was unsure of the reason for the hospitalization. She reported that the infusion set was removed and but that no one examined it; she alleged that there may have been a problem with the pump. The patient was unable or unwilling to provide further information about this hospitalization. The patient reported that she was also hospitalized on (B)(6) 2011, on (B)(6) 2010 for 10 days. She stated that she experienced dka nausea and vomiting each time; she was unable to recall any bg readings related to these hospitalizations. The patient reported that she does not know the cause of the bg excursions but alleged that insulin was not being delivered. The patient reviewed the pump with customer support and confirmed that the advanced bolus features are programmed correctly; she stated that she bolused with the pump based on recommended dosages. The patient confirmed that the bolus history displayed all boluses delivered and that the basal and total daily doses add up correctly. She reported that there were no associated alarms in the history and the pump had not been suspended. It was discovered that the patient was not completing the fill cannula step; customer support reviewed how and why to fill the cannula per the infusion set's instructions for use (IFU). The patient reported that the infusion set and cartridge in use at the time of the most recent hospitalizations have been discarded. However, she alleged that the cannula was bent. She denied insulin leakage at the infusion site, cartridge, or luer lock connections. The patient denied the presence of air bubbles. She said that she changes the infusion set and cartridge less often than recommended to save money. Customer support reminded her to change the supplies after two unexplained bg elevations per IFU. After review of the pump, the patient stated that she now believed that the bg excursions may have been related to the infusion sets but that she had not been able to determine the cause at the time of hospitalizations. This complaint is being reported because there is inadequate evidence and insufficient allegation that an animas product and/or use error caused or contributed to the patient's hospitalizations.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.